Event description:
It was reported via repair work order that the foot end lift was stuck in an elevated position due to a cut sensor coil cable with exposed wires causing a short in the cpu, potentiometer, and lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.